Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "less than 1mm of fluid adjacent to the lower inner quadrant".

Event description:
Patient reported right side "experiencing pain in both breasts", "small amount of fluid around the implants", "swelling in the right breast", and implants are "part of the recall". Device remains implanted.